Manufacturer narrative:
Correction: h6 investigation findings should have been code 115 instead of 3221 and investigation conclusions code should have been 18 instead of 4315. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg became inoperable after not charging as recommended due to ineffective therapy. Surgical intervention took place in which the ipg was explanted and replaced to address the issue. Therapy was restored.